Event description:
It was reported that the patient developed a uti. They were reported to be using the hollister apogee intermittent catheter. No medical attention was reported. It was also reported that the patient stated that "these did work" and that they had used them before. No further contact with the patient is possible, due to lack of contact information. No lot number provided.

Manufacturer narrative:
Lot number not provided so DHR review not possible. Sample not returned so sample review not possible. End user denied a device malfunction. Only the di of the UDI information is known due to lack of lot number information. A causation between the hollister apogee catheter and the reported uti could not be established.